Event description:
On 16 may 2006 the customer had symptoms of hypoglycemia. The customer stated that she was unconscious and that she was unresponsive to her husband who was trying to wake her up. Her husband tested her blood glucose with the adc device and got 8.9 mmol/l. He suspects that the reading was inaccurate and proceeded to treat his wife with honey. Within 10 minutes her husband tested her blood glucose with the same adc device and got 3.3 mmol/. After 30 minutes her blood glucose was 4.8mmol/.